Manufacturer narrative:
This is a complete report being submitted as the investigation has been completed. Device evaluation: 1 x zso-7-10 of lot number c1696496 was not returned to cirl for evaluation. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all zso-7-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-7-10 of lot number c1696496 did not reveal any discrepancies that could have contributed to this complaint issue. The assigned failure mode is related to the incorrect use of the device. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1696496. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is evidence to suggest that the user did not use the device with the recommended wire guide as per label. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information provided a 0.025" wire guide was used. Summary: complaint is confirmed based on the customer¿s testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Before using this product for procedure, the side hole of this product pigtail was kink. They couldn't pass the wire guide in to the zso. No adverse effects to the patient. This is a complete report being submitted as the investigation has been completed.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Before using this product for procedure, the side hole of this product pigtail was kink. They couldn't pass the wire guide in to the zso. No adverse effects to the patient.